Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: revision right thr due to pain and instability. Fall x2, electric shock type pain and causes leg to give way. Acetabular/pelvic fracture due to fall. X-ray review showed femoral stem is intact with no radiolucency. Cortical irregularity along the medial wall of the acetabulum could relate to nondisplaced fracture. The complaint was confirmed based on the review of the provided medical records. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a right hip revision approximately six years post implantation due to pain, instability and an acetabular/pelvic fracture due to a fall. The shell was removed and replaced. Attempts have been made and no further information is available.